Event description:
Patient self tester reported a discrepant low result when testing her inratio. The results were as follows: (B)(6) lab inr = 3.9, (B)(6) inratio = 1.5. Patient self tester stated she has been taking 2.5mg/day coumadin. After lab test friday (B)(6), she skipped a dose saturday (B)(6) then resumed 2.5mg/day coumadin dosing. Patient self tester's therapeutic range: 2.0-3.0

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.